Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported left side "having symptoms of bii for a few years," "had a mammogram and it was proven the implant is ruptured," and "recalled". Patient later reported "about 3 years ago, I started noticing my health deteriorating. Unfortunately, I have bii (breast implant illness) and these are my symptoms: breast pain and sensitivity, energy level way down, lack of sleep major hair loss, bloated, psoriatic arthritis, memory issues, foggy brain, can't focus, dry eyes, light sensitivity, libido way down, rashes once in a while, can't sleep on my stomach anymore, breast is sore and burning sensation. Implants were placed in 2010, they are both ruptured and I also have capsulectomy. Daily minimum tasks are becoming more and more difficult. I have extreme fatigue and back pain on top of it all. I can't wait to remove my implants soon! 390 cc each side. The events of "having symptoms of bii for a few years," ¿back pain on top of it all,¿ ¿psoriatic arthritis,¿ ¿dry eyes,¿ "I have extreme fatigue,¿ ¿energy level way down, lack of sleep major hair loss, bloated, memory issues, foggy brain, light sensitivity, libido way down, can't sleep on my stomach anymore ¿have been deemed not related to the device. Device remains implanted.

Event description:
Patient reported left side "having symptoms of bii for a few years," "had a mammogram and it was proven the implant is ruptured," and "recalled". The event of "having symptoms of bii for a few years" has been deemed not related to the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.